Event description:
During a coronary stenting treatment procedure, crossing difficulties were encountered. The physician was attempting to advance a cypher stent in a 95% long stenosis, which was pre-dilated, in a small distal diagonal, proximal to a previously placed stent. After several unsuccessful attempts to advance the cypher, an express2 2.5 x 20mm was deployed in the diagonal lesion. Post-stent placement, the lesion was reduced to 0%. A dissection was then noted in the proximal lad and the physician attempted to advance another cypher stent to repair it wihout success. The proximal lad dissection was then repaired with an express2 3.5 x 16mm stent. Another dissection was noted distal to the diagonal takeoff. The physician then attempted to advance the express2 3.5 x 24mm stent with difficulty and the shaft of the catheter kinked and subsequently broke. The detached portion was removed intact. An express2 3.5 x 20mm stent was successfully deployed to repair the dissection. It is unclear what the relationship of the dissections were to any devices used during the procedure. The patient was stable during the procedure and is reported to be doing well.